Manufacturer narrative:
Device received with operating currents within specification. Device passed selftest, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. Device was monitored and no black or discolored screen noted. Device received with broken belt clip slot. Device received with cracked case at display window corners. Device received with minor scratches on lcd window.

Event description:
Customer reported via phone call that the display kept changing colors and had cracks on it. Customer's blood glucose was 200 mg/dl to 400 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.